Event description:
The dealer reported that the joystick cable casing got caught in the wheel of the power chair and broke. Exposed wires could cause electrical shock and an electrical short in the chair.